Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 14 mmol/l, which the customer treated with manual injection. Unable to confirm whether any significant events led up to the alarm due to call connection. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, and a cracked case near the display window corners during the visual inspection. No button error alarms were noted. All buttons functioned properly. However, corroded keypad traces were noted.